Event description:
It was reported that 3 bd insyte¿ IV catheters had damaged tips. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the catheter tip was damaged."

Manufacturer narrative:
H6: investigation summary: seven photos were received by our quality team for evaluation. From the photos, catheter damage was observed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned, the root cause of this incident cannot be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insyte IV catheters had damaged tips. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the catheter tip was damaged."